Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
New information received states another instance of post-paced t-wave oversensing was observed during a clinic follow-up. The patient was asymptomatic. Programming changes were made.

Event description:
It was reported that via a merlin at home transmission, post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. Reprogramming changes were recommended. No further information is available.